Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that with use of bd phoenix¿ smic/ID-101 there was misidentification of strep a as strep b. There was no patient impact. The following information was provided by the initial reporter: there was misidentification of strep a as strep b. Hazard, injury or erroneous results details did erroneous results occur? Y. If yes, detailed erroneous results (include # of errors and type): misidentification on smic panel. 1. What result did the customer obtain from the bd product? Strep b. 2. What result was the customer expecting to obtain (if different from the obtained result) strep a. 3. Was this a qc, validation, or proficiency test? N/a. 4. Was patient treatment changed as a consequence of the issue with results? No. Result was release, but was caught early before patient care was affected. Corrected action was performed by the facility. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? N.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-06-21. H.6. Investigation summary: this complaint is for misidentification of strep a as strep b when using phoenix panel smic/ID-101 (448802) batch number 2298178. The customer returned two panels, phoenix generated lab reports and two isolates for the investigation. The lab reports show an organism identified as s. Pyogenes group b and s. Pyogenes group a. The two customer returned isolates were tested on a bruker maldi for identification results. To investigate, one retention panel from the complaint batch 2298178 were tested using customer returned isolate s. Pyogenes 231601714 on a phoenix m50 machine and evaluated for identification results. Next, one retention panel from the complaint batch 2298178 were tested using customer returned isolate s. Pyogenes 231550715 on a phoenix m50 machine and evaluated for identification results. The bruker maldi identified customer returned isolates as s. Pyogenes. Both phoenix panels identified correctly as s. Pyogenes group a, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
It was reported that with use of bd phoenix¿ smic/ID-101 there was misidentification of strep a as strep b. There was no patient impact. The following information was provided by the initial reporter: "there was misidentification of strep a as strep b. Hazard, injury or erroneous results details did erroneous results occur? Y. If yes¿detailed erroneous results (include # of errors and type): misidentification on smic panel. 1. What result did the customer obtain from the bd product? Strep b. 2. What result was the customer expecting to obtain (if different from the obtained result) strep a. 3. Was this a qc, validation, or proficiency test? N/a. 4. Was patient treatment changed as a consequence of the issue with results? No. Result was release, but was caught early before patient care was affected. Corrected action was performed by the facility. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No."